Manufacturer narrative:
An authorized field technician was dispatched to the complainant's site to conduct a visual and functional evaluation. It was confirmed the pcb board was not functioning as intended and the component was replaced. The failure of the pcb function would not cause a tip/drop of the cot. It could not be determined what other factors may have contributed to the loss of control of the cot movement. Sufficient instructions are contained in the IFU to ensure safe loading/unloading of the cot while maintaining control of the movement of the cot. The cot was repaired by ferno and returned to service. Additional information on the patient's alleged injury have not been received.

Event description:
The complainant reported while unloading a patient (>400lb), the crew alleges the stretcher was not responding to the commands to lower the undercarriage, at that time the patient leaned over the edge of the stretcher allowing for the stretcher to lower onto its side unexpectedly. The patient allegedly sustained a bloody nose and laceration to the leg and was treated in the emergency department and discharged. The cot will be evaluated.

Event description:
The complainant reported while unloading a patient (>400lb), the crew alleges the stretcher was not responding to the commands to lower the undercarriage, at that time the patient leaned over the edge of the stretcher allowing for the stretcher to lower onto its side unexpectedly. The patient allegedly sustained a bloody nose and laceration to the leg and was treated in the emergency department and discharged. The cot will be evaluated.